Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pcoip card was flashing intermittently. The pciop was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the pcoip icon was flashing on the screen and the system reconnects. This was a new install. There was no patient present when this issue was identified.

Manufacturer narrative:
The pcoip was returned to the manufacturer for analysis. Analysis found that the pcoip client was tested and logs indicated 5 software reboots. It was configured to auto negotiation. Analysis found that the reported event was related to a electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.